Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh, elevate and intepro light mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that elevate mesh was removed by implanting surgeon on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.